Event description:
It was reported that the device was emitting noises, after a few mins with no function. Was used during a thyroidectomy. Another device was used to complete the case. There was no consequence to the pt.